Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, per our visual inspection found the snap cap and septum was detached from the reservoir head and lodged inside the base of the transfer guard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir is defective and that the reservoir cap came off. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.